Manufacturer narrative:
(B)(4). Customer alleged cosmetic damage/crack on the insulin pump along battery side. The test p-cap locks properly in place in the reservoir compartment noted. No damage on the retainer during visual inspection. Insulin pump was received with a pump error during rewind due to corroded motor home switch. The following were noted during visual inspection: missing display window cover, cracked keypad overlay, cracked case (battery tube), and cracked battery tube threads. Unable to perform the displacement test, sleep current test, active current test and self test due to pump error. Insulin pump was cut open to perform visual inspection and found moisture damage on force sensor, power connector and motor home switch. In summary, the pump was received with a pump error during rewind.

Event description:
Information received by medtronic indicated that insulin pump fell on the floor and had a crack at the back side of the battery compartment. No harm requiring medical intervention was reported. The device was returned for analysis.